Event description:
The following was reported to hamilton medical ag: original complaint: the patient has shortness of breath, low partial pressure of oxygen, pulmonary edema, and is given ventilator to assist breathing. The machine reports a failure and cannot be used. Immediately replace the ventilator and report to the medical department.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The machine alarmed and could not be used. No further information was provided. The head nurse immediately adjusted the ventilator parameters. This relieved the patient's condition, and the machine was operating normally. The root cause of the issue was due to improper parameter settings by the hospital staff. There was no problem with the device itself. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: no patient harm was reported. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: original complaint: the patient has shortness of breath, low partial pressure of oxygen, pulmonary edema, and is given ventilator to assist breathing. The machine reports a failure and cannot be used. Immediately replace the ventilator and report to the medical department.